Event description:
The customer reported that the carescape telemetry server was not booting up which resulted in the loss of monitoring for 9 pts for an hour. Alternate pt monitoring was not otherwise available. There was no reported pt injury associated with this event. A follow-up report will be submitted when the investigation is complete.